Manufacturer narrative:
The calibration and qc data provided were acceptable. The alarm trace showed multiple abnormal aspiration alarms on the day of the event. Based on the available data, a general reagent issue could be excluded. It was found that the customer's 3 inversions of samples for mixing and 20-minute sample clotting time may not be enough. It was also found that the customer's centrifugation time of 15 minutes at 4100 rpm may be too long and too fast. It was determined that the root cause of the event is consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e601 module. The initial hcg result was 0.917 miu/ml. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated and the result was > 10000 miu/ml. A 1:100 dilution was made and the result was 66901 miu/ml. The sample was repeated again and the result was > 10000 miu/ml. Another 1:100 dilution was made and the result was 74574 miu/ml. The result of 66901 miu/ml was deemed correct. The analyzer serial number is (B)(6).